Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to manufacturing. A log review was performed for the fenestrated bipolar forceps instrument reported in this complaint (pn: 470205-17/n132001060153) and the following was found: the instrument was last used on (B)(6) 2020 on (B)(4). The instrument had 6 lives for this procedure and not used for any following procedures. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. No error would appear for this issue. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos of the procedure were shared. This complaint is being reported because a bipolar instrument with damaged conductor wire could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the cautery function of the fenestrated bipolar forceps instrument was not working. The customer replaced the bipolar energy cable; but, the issue persisted. A backup instrument was used to resolve the issue. The procedure was completed with no reported injury.